Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. During preparation of a taxus express2 3.00x16mm drug eluting stent, it was noted that the "stent got out of position to proximal side". The procedure was completed with another device. Patient status is good.